Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated/corrected data can be found in the section d and the h3 field.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that during an unspecified da vinci-assisted gynecological procedure, the patient sustained a bowel injury. The surgeon indicated that an instrument with an exposed frayed wire at the wrist had caught the bowel serosa, causing injury. The following information is unknown: what specific instrument was involved with the injury, the type of injury that occurred, the severity of the injury, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Correction data can be found in sections d9, h6, and h10. Intuitive surgical inc. (Isi) received the prograsp forceps instrument associated with this complaint. Failure analysis did confirm the reported event. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.